Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece measuring approximately 0.647" x 0.181" was found to be broken off. The broken piece was hanging on the grip tip. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation related to the complaint: the instrument was found to have a broken molded insulator on the distal end. The broken piece measures approximately 0.647¿ x 0.181 and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The common cause of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had scratches and cracks on blades. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-nov-2025: the issue occurred during procedure and the instrument was discontinued. The instrument was subsequently damaged during the cleaning process. There was no fragment from the device that fell into the patient while it was in used.